Manufacturer narrative:
Investigation pending return of device to manufacturer.

Event description:
User reported a bobbin error in which the bobbins could still be moved when closed. There was no patient harm; however, this type of event is considered reportable.